Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt reported experiencing elevated blood glucose of up to 300 mg/dl for the past 5 days. When her blood glucose elevated she would change the infusion set and find the headset adhesive was wet. She stated the cannula was bent. Her target blood glucose level is 150 mg/dl. She is using recalled infusion sets. She stated, she is aware of the recall and chose to use the product anyway. The pt's remaining supply of recalled infusion sets was replaced. The alleged infusion sets were discarded. No product will be returned for eval.